Event description:
It was reported that a user experienced recurrent dexcom g7 continuous glucose monitoring signal loss to the ilet pump only, with multiple sensor reconnecting alerts, while the sensor remained connected to the dexcom app; disconnects were noted intermittently, including when wearing a light wind breaker, and a prior pump replacement had not resolved the behavior. Symptoms included intermittent loss of cgm data on the pump without adverse clinical symptoms reported. Outcomes included temporary loss of automated cgm data availability on the pump until reconnection was achieved. User support included remote troubleshooting guidance, device restart, and sensor re-pairing, after which the pump resumed receiving readings. Investigation of this case revealed intermittent wireless communication disruption between the cgm sensor and the pump, consistent with signal interference or environmental attenuation, while the sensor and apps functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was likely external interference or body/garment-related attenuation affecting the pump¿s bluetooth communication pathway.